Event description:
Initial result for a pt alkaline phosphotase was 187 u/l. Two repeats of the same sample were 146 and 244 u/l. The account performed a precision study with the sample and obtained results of 136, 136, 135, 134 and 135 u/l. The incorrect results were not reported. The field service rep was unable to determine a cause for the discepant results.